Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was charging too frequently beginning in the last five months (2016). The patient reported that she had to charge the implantable neurostimulator basically every day. It takes the patient hours to recharge the implantable neurostimulator to full. The charge level only lasts a day. The morning of the report, the patient started with 1/4 charge and it was already empty by 6:00pm that night. When she recharges the implantable neurostimulator, she has a hard time getting good coupling and getting the implantable neurostimulator recharger antenna to connect with the implantable neurostimulator. It was unknown if the patient experienced any previous overdischarge events. The patient has had multiple reprogramming sessions since the 9th month post implant. The patient has had 3 programming sessions since implant and the patient currently had all programs/groups possible on the implantable neurostimulator. The patient charges her implantable neurostimulator to 100% full. She was sent a new recharging antenna because hers was damaged. After receiving the new recharging antenna, the problem with poor coupling was seemed to have resolved. The patient reported that when she moves/takes a break from charging and then comes right back and positions the implantable neurostimulator recharger antenna over the implantable neurostimulator, she might not get any coupling bars initially. She suspected that her implantable neurostimulator was moving around and that this is the reason that this was happening. There were no patient symptoms reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.